Manufacturer narrative:
The device was not returned for investigation. The lot history review (lhr) for lot # 81080000 was conducted, which confirmed that there were no non-conformances duirng the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution.

Event description:
On (B)(6) 2025, a 22 year old male underwent a steerable ureteroscopic renal evacuation (sure) procedure. The treating physician encountered difficulty advancing the cvac device through a 12/14 navigator (boston scientific) ureteral access sheath. A retrograde pyelogram was performed and revealed a grade 2 ureteral perforation. The procedure was halted and a stent was placed for 4 weeks.

Manufacturer narrative:
The manufacturer's investigation is still under progress.